Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that noise was previously noted on the atrial lead with small p-waves. The device was reprogrammed and the lead remained in use. Later oversensing with double counting of atrial sensed events was seen on the atrial channel along with noise. The lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.